Event description:
Pt with significant history of rheumatoid arthritis. Multiple sclerosis, mitral regurgitation, tricuspid regurgitation and aortic insufficiency underwent a triple valve procedure (type of procedure unknown). During the procedure, bioglue surgical adhesive was used as an adjunct to standard methods of repair at the surgical site. The pt returned to the hosp at approx 1-month after surgery with a fever. Cultures were performed and indicated positive results for peptosterptococcus. The pt subsequently expired secondary to the infection. The surgeon expressed concern that bioglue surgical adhesive "servied as a petri dish" for the infection. No communications from the complainant suggested the product as the source of the infection.